Event description:
The user facility reported that after an endoscopic retrograde cholangio pancreatography (ercp) procedure, an elderly patient did not regain consciousness. The patient was said to have experienced an unspecified type of cerebral embolism, and was not expected to survive. The user facility staff indicated they do not suspect the device to be the cause of the patient's outcome, and did not observe any malfunction during the procedure. The facility was contacted multiple times to obtain additional information via phone and writing, but no further information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not find any non-conformities with the device. The device passed all standard tests and procedures. The cause of the patient outcome cannot be determined. This report is being filed as an MDR in an abundance of caution.